Manufacturer narrative:
Complaint confirmed, one curved tip broke off and the other one is bent. Evaluation shows the broken tip was also bent prior to breaking off. No other abnormality observed. The material of the tips was found to meet specifications. A likely cause of the event is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bankart surgery, one lasso got bent and one broke-off inside the patient but it was retrieved from the patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. ***update 05-may-2021: a new device from another manufacturer was used to finish the surgery successfully.